Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that intraoperatively 2 short circuits (channels 4/7 and 8/10) were found. Current testings carried out on (B)(6), 2010 revealed the channels 1, 10 and 11 with status hi and a short circuit (channels 4/7). No traumatic event is known. The pt's hearing sensation is stable.